Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported issues charging their implanted neurostimulator since probably about 5 months ago, could've been longer, but definitely this year. Patient described seeing system problem rm04 last night and stated the implant would not charge past 70%. Patient noted they reset the controller, but then the implant wouldn't charge or do anything and kept going back to looking for device and giving the charge amount. Patient added that the paddle got really really hot. Patient commented sometimes if they give it a couple of days it will fix their issues and mentioned seeing a representative at the healthcare provider (hcp) office who was supposed to assist them with getting issues resolved, but patient switched hcps and did not have rep's contact info. Patient reported no visible damage to the controller port, battery compartment, or battery pack. Patient noted a rattling noise inside their controller. Agent sent request to repair for replacement controller and recharger.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and reported even after receipt of replacement equipment last month, they were having trouble charging their implant so they met a mdt rep at the hcp's office earlier today for help. They did not get the reps name but said they just took the battery out of the patient's controller and swapped it with their own, and told the patient that would resolve the issue. Agent understood the patient didn't have this replacement battery charged up when they met, so they were unable to confirm/deny if it truly resolved the issue until they got home. Patient inquired why the rep would provide them with a battery pack that wasn't charged; agent reviewed information, role of rep and pats. Patient returned home and tried to use the equipment but consistently saw rm05 error message present and could not charge the ins past 30%. Agent attempted to have patient examine the controller for possible damages and the patient had a hard time removing the battery pack. No visible damage was seen to the controller battery compartment and was able to charge from ac power; however, patient said the battery pack they received today did not charge past 90%. Due to the age of both their prior battery pack and the one the rep provided, agent reviewed information regarding replacement of the battery and sent request to repair. Patient mentioned other previous replacement equipment they had received; see case history. Patient was nervous this replacement wouldn't resolve their issue; agent advised they call back if they encounter any different messages for further troubleshooting. Agent closed case. Follow-up email to repair for li battery and added secure note with serial number info.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], (B)(6), revealed: complaint unverified. Rtm never got hot after running it. Electrical failure. Poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 : codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that patient continued to get rm05 error, and manufacturing representative (rep) had replaced multiple battery packs previously. Records showed recharger, controller and battery have been replaced since nov. 2025. Technical services(ts) offered to replace controller and recharger to try and resolve rm05 error. Patient said they knew it was an implant issue and they wanted to neurostimulator replaced; ts redirected patient to discuss neurostimulator replacement with their healthcare provider (hcp). Ts requested recharger and controller replacement.